Event description:
It was reported that four arthroscopic burrs were dull during a procedure. The devices were easily replaced with another burr and no patient injury was reported by the user facility.

Manufacturer narrative:
Multiple attempts were made to obtain additional information. The only additional information provided was that the patient was between the ages of (B)(6) years old. No device information was provided other than the devices were easily replaced with another burr. Since the devices were not returned for an evaluation a root cause could not be determined. However, stryker sustainability solutions' instructions for use state: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event is not occurring more frequently or with greater severity than is usual for the device.